Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-71450-30, lot: 9625577, dom: 04-aug-2012, exp: 04-aug-2015; model: fa-71475-30, lot: 9690266, dom: 09-jan-2013, exp: 09-jan-2016;model: fa-71500-35, lot: 9722777, dom: 20-mar-2013, exp: 19-mar-2016;model: fa-71500-30, lot: 9727936, dom: 01-apr-2013, exp: 31-mar-2016.(B)(4).

Event description:
Treatment of a giant unruptured aneurysm measuring 30mm x 10mm located in the cavernous segment of the left ica (internal carotid artery). The aneurysm was previously treated with coils and recanalized. Dual anti-platelet therapy was given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment in which five pipelines (4.00mm x 35mm; 4.50mm x 30mm; 4.75mm x 30mm; 5.00mm x 35mm; and 5.00mm x 30mm) were implanted. The patient had multiple ischemic strokes post procedure that caused her to become aphasic. Post procedure angiography showed an eclipse.